Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that they received failed battery test alarm. The customer's blood glucose was 168 mg/dl at the time of incident. Troubleshooting was done. The customer found several unexpected restart alarms and external ram error alarms. The customer stated that the failed battery test alarm recurred after inserting a new battery. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with currents in spec. No unexpected failed battery tester low battery alarm. Device passed self-test. No signal too low or unexpected restart error alarm. Device unable to prime during the prime test due to faulty force sensor resistor. Battery spring was inspected and no anomaly was noted. Device had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.